Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
Customer reported the luer locking cannula bent while attaching to split septum connector and became disconnected during patient use. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.